Manufacturer narrative:
The device was returned for analysis. The difficult to insert (wire) was not confirmed. The device damaged by another device could not be confirmed as the guidewire was not returned. The patient device interaction cannot be confirmed as it is related to procedural circumstance and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties can not be determined. The subsequent procedure is related to circumstances of the procedure. Based on the information reviewed, it is possible that the sheath of the device became kinked due to its position within and angle to the vessel. The guidewire may have been damaged; however, this cannot be confirmed as the guidewire was not returned there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation procedure. Reportedly, the prostyle device deployed the suture successfully at the access site. The distal end of the guide wire was difficult to reinsert into the guide wire exit port to remove the device. The proximal end of the guide wire was inserted into the guide wire exit port, the guide wire hydrophilic coating was noted to peel off the guide wire and the coating was pushed out of the sheath. The distal end of the guide wire was attempted to be re-inserted; however, the guide wire could not advance smoothly. Use of this access site was abandoned. The prostyle suture achieved hemostasis. Another access site was punctured to successfully complete the ablation procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.